Manufacturer narrative:
The pressure alarm device was evaluated by the MFR. The MFR found the battery terminal to be broken not allowing the 9 volt battery to be inserted into the device. The device would not operate on battery power, but would operate as designed on ac power. A failure of the pressure alarm would not affect the alarm function of the ventilator that it is connected to. The connected device (the ventilator) wound continue to provide therapy and audibly alarm as designed. Device has been evaluated, but the components have not been replaced pending customer approval of estimate.

Event description:
The MFR rec'd info alleging the battery terminal was broken on a pressure alarm device. There was no report of pt harm or injury.